Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulties were encountered. The stenosed target lesion was located in the infrapopliteal artery of the lower limb. A guidewire was selected for use. However, during the withdrawal of the 3.0mm x 150mm x 150cm sterling sl balloon catheter, the retrieval was difficult, and the guidewire also could not be withdrawn. The guidewire was then replaced, and the procedure was completed. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that removal difficulties were encountered. The stenosed target lesion was located in the infrapopliteal artery of the lower limb. A guidewire was selected for use. However, during the withdrawal of the 3.0mm x 150mm x 150cm sterling sl balloon catheter, the retrieval was difficult, and the guidewire also could not be withdrawn. The guidewire was then replaced, and the procedure was completed. There were no patient complications reported and the patient status was stable. It was further reported that the guidewire used with the sterling sl balloon catheter was not a boston scientific device.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).